Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was unknown. The customer was using a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed for a button error due to a flattened up arrow button dome switch. The insulin pump was received with cracked battery tube threads, reservoir tube lip, and minor scratches and cracks on the display window.